Event description:
Initial sodium result 125 mmol/l. Sample was repeated and gave result of 133 mol/l. Same sample repeated using different instrument, same methodology, gave result of 139 mmol/l. Same sample repeated again using initial instrument, result was 139 mmol/l. The initial result was not reported. The field service rep determined there was a problem with fluidics and a defective syringe seal. The instrument was repaired.